Event description:
It was reported " in the or and he really suffered in the insertion claiming that the sheath was very tight knowing that they deflated the balloon before insertion. Similarly, when removed, the balloon wasn't removed and it was stuck in the sheath.". Additional information states that no medical intervention was required and the patients condition is reported as "good condition".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " in the or and he really suffered in the insertion claiming that the sheath was very tight knowing that they deflated the balloon before insertion. Similarly, when removed, the balloon wasn't removed and it was stuck in the sheath.". Additional information states that no medical intervention was required and the patients condition is reported as "good condition".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon wasn't removed and it was stuck in the sheath" is confirmed based on the photo provided with the complaint report. In the photo, the iabc bladder was noted to be stuck within the teflon sheath. The product was not returned for investigation. Additionally, in the attached photo, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; the specifications were not met during the complaint investigation due to the iabc bladder stuck within the teflon sheath. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.